Event description:
It was reported that during follow up it was impossible to interrogate the device due to no telemetry and no output. It was also reported that the device is under advisory for potential rapid battery depletion. The device was explanted and replaced and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and the analysis was inconclusive.